Event description:
On (B)(6) 2013, the patient underwent pipeline embolization treatment without issues. Two weeks post procedure, it was reported the patient returned with diffused embolic strokes in the watershed cortex of the treated vascular territory. An MRI (magnetic resonance imaging a few days prior to the adverse event was normal. No further information was available.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).